Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced high blood glucose level due to a bent cannula. Therefore, they tried to treat it with injections and changed out the infusion sets, but on the same day ((B)(6) 2021), she went to her endocrinologist as she was not feeling well and was referred to the emergency room. The patient arrived at the emergency room with blood glucose level around 800 mg/dl and she was told that she was diagnosed with diabetic ketoacidosis. After, the patient stayed from 01:30 pm to 12:00 midnight in the emergency room and was unstable, subsequently, the patient was admitted to the hospital with blood glucose level lower than 800 mg/dl, where she received fluids of saline, insulin/insulin drip and intravenous medication (drug name unknown) as corrective treatment, which did not resolved the issue. The infusion had been used for four hours. The patient was still hospitalized and was estimated to be discharged on (B)(6) 2021. Previously, on (B)(6) 2021, the patient faced two separate bent cannulas and her blood glucose level was 573 mg/dl at the time of this event. Moreover, she noticed damage to the infusion sets around the adhesive patch; it looked like the pieces had separated when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.